Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hypoglycemia while the device was in use, with a documented glucose value of 52 mg/dl and frequent lows associated with announcing meals but not finishing them, pausing insulin for extended periods, and overtreating lows; the device had been reset at a healthcare visit and the user sought guidance on target settings. Symptoms included no reported clinical manifestations during the low. Outcomes included self-treatment with oral carbohydrates such as glucose tablets, soda, and juice without need for outside assistance or medical intervention. Investigation included troubleshooting and user education, including best practices for low-glucose treatment and referral to a remote trainer for therapy guidance. Investigation of this case revealed user-adaptive behaviors inconsistent with recommended use that contributed to low glucose events. It was concluded that the event was due to cause unclear for hypoglycemia in the context of user behaviors rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.